Event description:
It was reported that patient presented for follow-up showing high, out of range, high voltage lead impedance. Noise was not reproducible with pocket manipulation. Patient has spontaneous rhythm. Connection issue was suspected. During lead revision, it was noticed that the pin connector of the lead was not completely inserted into the device header. Lead was disconnected, cleaned and reinserted into the header and the lead impedance measurements were normal following the procedure. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.